Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-21. H6: investigation summary: two photos and one actual sample were received by our quality team for evaluation. From the photos and visual inspection of the sample, black embedded foreign matter was observed on the needle hub. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The embedded foreign matter could be generated from the molding process. There is a layer of carbonized material at the injection screw which starts to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from the plastic remains in the plasticizing unit and starts to carbonize on the inner wall of the cylinder and on the screw surface. The injection screw was not adequately cleaned to remove the carbonized layer and there was no preventative maintenance to perform purging to prevent formation of the carbonized layer. An enhanced cleaning to the injection screw for all needle molding press has been performed and a preventative maintenance for all needle molding press to perform purging with dyna purge has been added h3 other text : see h.10.

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter contamination. The following information was provided by the initial reporter: there is a black dirty foreign body in the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter contamination. The following information was provided by the initial reporter: there is a black dirty foreign body in the needle.